Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl with an unknown cause. Bg was treated by administering insulin injections. Reportedly, the customer's blood glucose lowered to 439 mg/dl.